Event description:
It was reported that a patient underwent an aortic valve replacement procedure on (B)(6) 2013. The reservoir was activated in the pleural space. After the reservoir bag was inflated, the reservoir cap of the exit port was closed. Then pressure was applied to the reservoir bag, but there was some noise from the reservoir bag and air leakage was suspected. The surgeon opines that the backflow valve did not work. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.